Event description:
Prior to hooking the lead up to the extension, an exposed wire on the lead was noted. The lead was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The lead has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.